Manufacturer narrative:
Concomitant medical products: omeprazole, furosemide, coumadin. (B)(4). The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that the patient was injected with juvéderm ultra¿ and juvéderm® voluma® xc. 15 days later, the patient was injected in the cheeks with one syringe of botox® and one syringe of juvéderm voluma® xc. The patient takes fish oil, turmeric, b12, d3, omeprazole, furosemide, coumadin. After this injection, the patient ¿developed a sterile, granuloma-abscess¿, which ¿keeps coming back only on the right the cheek.¿ ¿the patient [was travelling] and suffered kidney stones and had surgery¿. While in the hospital the patient was treated for an infection on the right cheek with antibiotics and prednisone. The area was biopsied, drained, and injected with hyaluronidase. Over 7 months after the last injection, the patient was injected with juvéderm® vollure® xc to fill the whole from the infection. The abscess came back, only on the right side. The symptoms are ongoing. The event has lead to scarring. This is the same event and the same patient reported under MDR ID # 3005113652-2019-00556 (allergan complaint # (B)(4)) and MDR ID # 3005113652-2019-00550 (allergan complaint # (B)(4)). This MDR is being submitted for the second suspect product, juvéderm® voluma® xc, also a device manufactured by allergan.